Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to use an inpact pacific drug eluting balloon to treat a lesion in a patient. It was reported that a balloon twist occurred during the procedure. Another inpact pacific drug eluting balloon was used to complete the procedure. There was no injury to patient or clinical sequelae reported for this event. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the returned device: dry blood was found on the device and inside the guide wire tube and a twist was found on the balloon at 46 mm from the tip. The visual inspection did not report any other issue on the device. The device was flushed and several attempts to advance a 0.018¿ guide wire were done, with no results. At this point, an attempt to introduce a 0.014¿ guide wire was performed, but also in this case the guide wire couldn¿t pass because of dry blood. During the analysis, several attempts to inflate the balloon were performed, but the inflation lumen was obstructed by dry radiopaque solution. The device was immersed in lukewarm water in order to ease the dissolution of the obstructive radiopaque solution in a non-invasive way for maintaining the features of the device. Positive and negative pressures were applied to the balloon, without results. Since the twist on the balloon was clearly visible, no other attempt of inflation was done.

Manufacturer narrative:
Operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.